Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited ventricular over- sensing. Noise was only seen on the ventricular channel and the wave form was indicative of lead related noise. The patient would be monitored.